Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Expiration date unknown. Lot number unknown. Due to intra-operative issues the device was not implanted/explanted. (B)(6). Device is not distributed in the united states. Without a lot number the device history records review could not be completed. A product development investigation was performed for the subject device. A small piece of metal was received for investigation. The mentioned screw and plate were not returned. Unfortunately the device history records of both parts could not be reviewed, as not enough details were provided (part and lot numbers are missing). Based on the received information and as already the surgeon commented we assume that the screw and plate were rubbed together, due to an incorrect insertion angle and thereby sheared off a piece of the screw. Therefore we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that after the ablation of maxillary, when the surgeon tried to fasten the matrix locking screw to the plate, he found fibrous substances. The surgeon thinks that the plate hole and the threaded part of the screw head were rubbed together and therefore the insertion angle of screw was not vertical. There was no adverse consequence to the patient and no prolongation of surgery. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 1 for (B)(4).